Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the trocar leaked during a vitrectomy with a flap procedure on the left eye. The product was replaced and the procedure was completed. There was no harm to the patient. The product sample was not retained. No additional information is expected.

Manufacturer narrative:
Additional information: three opened trocar cannula/hub assemblies were received on handle/blade assemblies. The returned samples were visually inspected. Sample 1 was found nonconforming with a cut in the septum. Sample 2 was found conforming. Sample 3 was unable to be removed from the handle/blade assembly, even after being soaked in usp water for one hour, therefore a visual inspection could not be performed on this sample. A review of the related device history records was performed and it was indicated that the product was released based on the product¿s acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. No sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).